Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in the reservoir. The customer's mother declined to provide the blood glucose reading. She stated that she noticed air bubbles in the reservoir that had not been there when she had first filled it and inserted it into the insulin pump. She declined assistance for the matter and advised that she would call back if the issue recurred. Nothing further reported.